Event description:
Caller reported that cartridge alarm 20 occurred while pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a cartridge and resumed insulin therapy on their own.